Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported persistent difficulty in pressing the buttons on the insulin pump, especially the up and down buttons. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was not reported. No further information was provided.